Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving multiple motor error alarms on the insulin pump during bolus. Customer stated that they use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.